Event description:
The customer's mother reported the customer was hospitalized for high blood glucose with a reading over 700mg/dl. The customer experienced difficulty breathing and weakness prior to hospitalization. The customer had also received no delivery alarms throughout the week, resulting in multiple infusion set changes and self treatment through manual injection. Troubleshooting confirmed all programming was fine and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.